Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus based off an inaccurate continuous glucose monitor (cgm) reading. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and customer continued to use the pump for insulin therapy.